Manufacturer narrative:
The reported event of bvvi was confirmed in the lab. Interrogation of the device revealed the device was below eol voltage when received. Pacing, sensing, impedance, patient notifier was tested and no anomaly was detected. The cause of the field event is low battery voltage due to multiple hv charging events in a short period of time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving shocks delivered by the implantable cardioverter defibrillator. Upon interrogation, it was noted that the device was in backup vvi mode. Interrogation could not be completed, and it was suspected that the device battery depleted due to amount of shocks received by the patient. Patient was admitted to intensive care unit. The device was explanted and replaced on (B)(6) 2019. Patient was stable.